Event description:
It is reported the tip of the screwdriver fractured during use and was retrieved from the wound site.

Manufacturer narrative:
This report will be amended when our investigation is complete.